Manufacturer narrative:
B3 (date of event): the date listed is an estimated date, as the consumer did not provide the actual date of the event. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates. This is report is for test user two (2) of two (2). The consumer indicated that the binaxnow covid-19 antigen self-test and flowflex tests repeatedly generated negative results for themselves and another person; yet they tested positive when confirmation pcr testing was performed (date and platform unknown). No additional patient information, including treatment and outcome, was provided.